Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, anterior elastic layer blasting and vertical gas breakthrough occurred during lasik flap creation. The operation was discontinued and will be performed after corneal stabilization. No harm to the patient. Additional information received; the bowman layer burst during the operation along with the vertical gas breakthrough.

Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications during treatments at this day. No technical problem with the system can be identified by reviewing the logfiles. Clinical review states according to the image in the treatment report, a vertical gas breakthrough (vgb) and a thin flap have occurred. Vgb is known to appear in thin cuts more often when compared to thick flaps. The desired flap thickness was 105¿m. However, fluid and corneal lacrimation might have built a fluid layer (excessive amount of fluid is visible in treatment report), additionally reducing the flap thickness. According to the report, the surgery was not continued and the patient was not harmed. No technical root cause could be identified. The most likely root cause is thinner flap setting and the combination of thin flap and water/ lacrimation caused the flap to become more thinner which caused vgb. The manufacturer internal reference number is: (B)(4).